Event description:
It was reported that the patient had the artificial urinary sphincter cuff component removed due to increased incontinence due to tissue atrophy. A new artificial urinary sphincter cuff component was implanted. Following the surgery, the patient was healing.